Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active inventory did not appear in refill reports. A field service engineer added 30 minutes as the issue had taken at least an hour of discussion with the customer. The problem was caused by an external customer network issue and was resolved by rebooting the station. Service was restored on the customer side, and the customer confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, that the inventory did not appear on the refill report list. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.